Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported seeing an error message when he turns stimulation on. The patient described the call dr icon eri (elective replacement indicator) message since a few weeks ago. They reported seeing por (power on reset) message today (B)(6) 2020. The patient noted that they are charging the ins now. The patient verified it is an information por message. Patient services walked patient through clearing the por message and they were able to turn stimulation on. The issue was resolved. No symptoms were reported.